Event description:
Independent researcher reported to synthes that during a research project at an unknown facility, tissue samples were taken from a patient or patients for tissue staining. Researcher observed metal shavings in the tissue. Researcher did not provide a part number, however, stated that it involved a drill bit and drill guide. Additional info requested from the reporter. This is the 2nd of 2 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or part number or lot number provided.